Event description:
A surgeon reported that after the fluid/air exchange during a vitrectomy procedure, irrigation stopped while the iop control function still turned on. The air was "vacuumed" using the vitreous cutter. Irrigation fluid was injected with great force and resulted in a retinal break and detachment. The retinal detachment was repaired and the procedure was completed. Additional information was requested, but the surgeon has refused to provide any additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).